Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The physician gave 9,000 units of heparin initially to the patient. The procedure was then continued and the closure device was deployed in the laa of the patient. It was noted upon deployment that the physician pushed a thrombus into the laa. At that time the physician gave 10,000 more units of heparin to the patient, 11 minutes later they ran another act and it was only 229, but at that time they already had a thrombus present. The physician ended up giving 30,000 units of heparin and eventually they got the act over 400, during that time they also gave tpa and about 80 percent of the thrombus had dissolved. The closure device was then released after all the criteria was checked. A small, thin strand of thrombus was still pinned between the shoulder of the device and the limbus. There were no other complications that were reported. The patient was discharged the following day with no issues.